Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device was discarded.

Event description:
It was reported that during the procedure the surgeon drilled for 6.5mm central screw and noticed the end of the drill was broken after use. The tip of the drill was lodged in the bone but the screw placement was successful.